Manufacturer narrative:
The device has not been made available for evaluation at time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Alleges consumer was cut because the board underneath the upholstery is very sharp.

Manufacturer narrative:
The device was returned and evaluated. There was no visual evidence of sharp boards in the area underneath the ottoman alleged by the consumer to be the problem area.

Event description:
Alleges consumer was cut because the board underneath the upholstery is very sharp.